Event description:
A physician reported that patient that had to go back to the operation room for removal of retained fibers possibly from gauze after surgery. Procedure completion details were unknown. There was no patient impact reported. This pr was regarding to patient (B)(6). Based on new information received, the fiber was removed from the eye. The patient returned to operating room (or) for removal of retained fiber. The procedure was completed in an or setting with sedation and appropriate instrumentation. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A piece of fiber was captured in the 3m tegaderm and returned in the specimen cup. No component was returned. The product was sent to the particulate laboratory for further analysis. The cup was visually and microscopically examined, and the presence of foreign material was confirmed. Microscopic examination shows a light fiber approximately 7.6 millimeter (mm) in length on a piece of tape in the cup. The light fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the light fiber¿s generated ir spectra to a library of spectra finds the best match to be cotton (natural fibers). A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. A review of the systems, applications, and products in data processing. Where-used parts list could not be reviewed as the customer did not retain the affected lot information. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The root cause of the customer's complaint could not be established as the main source of the fiber is unknown to the components within the pack. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Custom pak® surgical procedure packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. Please be aware that generally natural fibers are sourced from multiple materials such as clothes, and woven fabric towels/wipes, or non-woven cellulose type materials(paper) in manufacturing or the operating room (or). As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Custom pak® surgical procedure packs are manufactured in an environmentally controlled area that is an iso-certified class 8 clean zone where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. External suppliers who provide components within custom pak® surgical procedure packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).